Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having emergency backup battery (ebb) fault alarms for four days. The patient then stated that the ebb fault alarms had stopped. Due to the patient's history of ebb faults continuing as reseating the ebb, exchanging ebb, and exchanging the system controller, a new system controller was given. The exchanged system controller would be returned.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed from (B)(6) 2024 at 2:44:15 - (B)(6) 2024 at 8:44:04. A brief resolution to the alarms was seen on (B)(6) 2024 from 20:54:41 - 21:10:39. At the time of the backup battery fault alarm being retriggered, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The onset of the initial alarm was captured in the periodic log file and did not capture the load test conditions comparing the loaded and unloaded voltages due to the nature of how periodic log files are captured. The backup battery fault alarm resolved by 7:57:03 on (B)(6) 2025. The controller was exchanged due to repeat instances of backup battery faults. No other notable events were observed. The system controller (serial number (B)(6)) was returned for analysis. The controller passed all preliminary and functional testing without issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on (B)(6) 2024 through customer order (B)(4). The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 20feb2024 under batch 10215511 through material number (B)(4). No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2024-02463 (previous system controller exchange for backup battery faults).